Event description:
A patient reported blood glucose results of "137 mg/dl" with a lifescan meter and "_326 mg/dl" on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.